Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received no defects could be confirmed. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that foreign matter occurred with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "verbatim: per the reporter, on (B)(6) 2019, the doctor drew up the medication into the syringe and noticed particles in the syringe."